Event description:
Patient reported, right-side "gel leaking. And can see the shell through skin", "rippling and literally feel the bag". "Noticeably deflated". "Can see the dent in the implant". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.